Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.

Event description:
It was reported that the keypad buttons were sticking and intermittently unresponsive. The pt reported that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive for the past week. She noted that the buttons still click when pressed, but seem to stick. The pt denied physical damage to the rubber keypad; denied exposing the pump to water; and stated that she wears the pump in her bra or in her back pocket.